Manufacturer narrative:
The reported events of failure to advance stylet and helix mechanism issue were confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/tissue without the stylet. X-ray examination found slightly over-torqued inner coil inside the connector region and helix was bent consistent with procedural damage. A helix mechanism test was unable to be performed to due to the helix being bent, which was consistent with procedural damage. The test stylet could not be inserted due to the dried blood inside the inner coil. The cause of the reported events was isolated to the helix being bent and clogged with blood/tissue and blood inside the inner coil. Electrical tests did not find any indication of conductor fracture or internal shorts.

Event description:
It was reported that the patient presented for implant of the right ventricular lead. During the procedure the physician found it difficult to advance the stylet with the lead. After the lead was positioned, the helix failed to extend. The procedure was completed with a replacement lead. The patient was stable.